Event description:
The customer alleged they received a questionable creatinine jaffé gen.2 (crea) result for one patient on their integra 800 analyzer. The patient's initial crea result was 2.2 mg/dl and it was reported outside the laboratory. The sample was repeated and the result was 1.0 mg/dl. On (B)(6) 2013, the sample was repeated a second time and the result was 0.9 mg/dl. The patient was not adverse affected by this event. The crea reagent lot number was 67159701 and the expiration date was 07/31/2014. The customer declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.